Event description:
It was reported that during a da vinci surgical procedure, when the endowrist was introduced inside, it was identified that broken wires on the tip of the megasuturecut needledriver instrument was observed. The instrument was removed and replaced with a functioning one. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be frayed. The drive cable was frayed. One grip close cable was frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist were undamaged. Failure analysis investigation also found the instrument's grip cables to be derailed. One grip close cable was derailed from the distal idler pulley. Grips can still open and close, however movement may not be precise. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.